Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The reported problem of skin irritation was confirmed. A us distributor reported that a patient had a skin irritation on his whole body from his neck to his toes. The area was described as welts on his body and his skin feels like sandpaper. The patient reports that he was taking furosemide and changed to bumetanide. He also states that he has had skin sensitivity before to coumadin. The doctor nor the patient confirmed if the rash was from his medications, or the lifevest. The patient's doctor prescribed prednisone and benadryl. During a follow up, the patient reported that the irritation had improved, but is still itchy.